Event description:
It was additionally reported that the right heart problem was described as acute right heart failure. The reason for the temporary right heart problem was noted as probably caused by air in the right coronary artery.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a specific cause for the air entrainment, reported to be between the apical cuff and pump, during implant could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported adverse events and patient outcome could not be conclusively established through this evaluation. It was reported that the device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 5 warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. If air persists in the pump sealed outflow graft for a prolonged period (more than 5¿10 minutes), rule out leaks at the sealed inflow cannula/pump connection. Section 6 ¿patient care and management¿ also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away and the cause was unknown as it was not reported by the clinic. The outcome was not device or therapy related. The device was working as intended during time of support. An autopsy was not performed. The pump was not explanted.

Event description:
It was reported that air was detected several times, first during lvad ramp-up and then during weaning from cardiopulmonary bypass (cbp). The cpb was then ramped up again, the lvad speed reduced, and the de-airing repeated. This sequence occurred three times in total. De-airing was performed, all anesthesia catheters were checked for possible air entrainment, and a bronchoscopy was performed to rule out pulmonary vascular injury and a possible pulmonary fistula. Reperfusion was repeated with a careful de-airing maneuver until absolutely no air was visible on the echocardiogram. It was attempted again to wean from the heart lung machine, which was successful. There were no signs of air found in the left ventricle. Venous decannulation was performed with the start of protamine. A sudden right heart problem occurred with signs of air in the aorta extending into the aortic cannula. The superior vena cava (svc) was immediately re-cannulated. The vent and cpb were restarted. Additional sutures were made at the apex to counteract any air intake by the pump. A large amount of fibrin glue was then applied to support hermetically sealing. Fibrillation was induced again, and the pump was disconnected and reconnected. After these maneuvers, no air was visible and another attempt to wean was started. This was ultimately successful, and no further air phenomena were found in the aorta.

Manufacturer narrative:
Section b1: corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
A4 - patient weight no provided, b3: event date, updated, b5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during implantation of heartmate 3 on (B)(6) 2024 an intra-operative air entrainment occurred between apical cuff and the pump, leading to stroke.